Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was received for evaluation. There was not a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the polymer found a material certificate of analysis is required. A visual inspection of the returned device found that it is not in its original packaging. The sutures and anchor were not returned with the device. There is debris on the shaft of the device, and the handle and shaft of the device do not show signs of physical damage. A functional evaluation could not be performed due to the condition in which the device was received. The complaint was not verified, and the root cause could not be determined, since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The reported device, used in treatment was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. A review of risk management files found that the reported failure was documented appropriately. A review of the raw material found a material certificate of analysis is required. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Internal complaint reference: (B)(4).

Event description:
It was reported that, during an arthroscopy procedure, the footprint was inserted into the bone and when the handle was disassembled, the sutures came out. The anchor could not be removed. The procedure was successfully completed without significant delay and it was necessary to make another point of access in the bone to insert a back-up device. No other complications were reported.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, during an arthroscopy procedure, the footprint was inserted into the bone and when the handle was disassembled, the threads came out. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported.